Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing test at the user facility, the subject device tested positive for the following bacteria. The subject device had been disinfected with peracetic acid. There was no report of infection associated with this report. A 1000 cfu / 90 ml of microorganisms were detected and escherichia coli were identified on (B)(6). Uncountable microorganisms were detected in 100 ml and escherichia coli were identified on (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".